Event description:
Customer tested blood glucose at 3pm and rec'd a result of 242mg/dl. The customer took 3 units of humalog and 22 units of lantus. The customer later passed out between 5 and 6pm. An ambulance was called and the customer was given a glucose IV. Customer states this has happened on severl occasions. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.